Event description:
It was reported that a cartridge alarm occurred during bolus delivery and that the pump was experiencing loss of connection issues. Customer was unable to resolve the issue. Customer¿s blood glucose level was 259 mg/dl. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.